Event description:
On tuesday, january 26, 1999 rptr rec'd a phone call from the ems coordinator for the referenced fire dept. Ems coord advised rptr that he was reporting a fire incident that occurred at their facility on monday, january 25, 1999. According to ems coord a firefighter pulled a bag out of the ambulance that contained an oxygen regulator attached to an oxygen cylinder along with other ems equipment. The firefighter turned the cylinder on to check the contents of the cylinder and there was a flash fire. The firefighter sustained 2nd and 3rd degree burns to his hands and face. According to coord he did not know the lot number of the regulator, but did state that it was an allied/lsp oxygen regulator model l270-020. Rptr asked for an incident report, but, he indicated that he did not have such a report and did not know if he would be sending one or not. He stated that another fire dept would be doing the investigation as an independent source. Coordinator provided rptr with their phone number and stated that rptr should make arrangements with those gentlemen if he wanted to make arrangements to take pictures and see the equipment. Rptr immediately contacted the other fire dept and expressed his concern on the matter and offered any info and assistance that they needed. They advised rptr that they were just getting involved in the investigation and that they would contact rptr with a date that he could come out to see the product. They also indicated that they had no more info at this time, but, they would keep rptr informed. On january 27, 1999 2nd fire dept contacted rptr inquiring about info that he may have related to previous incidents. Rptr shared some verbal info about previous fires and advised him that he would send some info in the mail that may be useful. Fire dept stated that the regulator appeared to have been retrofitted and he was attempting to figure out how the post valve had been horizontally separated during the fire. Rptr stated that he had never heard of or seen of such damage in previous fires, but, that would imply that the ignition may have occurred in the post valve if such damage occurred. Fire dept thanked rptr for the info and advised him that they would contact him hopefully this week with a date than he could come out.